Event description:
A balloon developed a pin-hole leak on second inflation during an arteriovenous hemodialysis fistula graft dilataton. No add'l dilatations were necessary and procedure was completed successfully at that time. Device has been destroyed by user facility. Therefore, no failure analysis is available. Balloon rupture of balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpresssurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicate this device was inflated without the benefit of a pressure gauge. Co believes the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's direction for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."